Event description:
Major pump unit(s) involved: blood pump. Additional text: pa cannula not in pa graft. Dec. Rvad performance. Underfilling lvad. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: malposition. Causative or contributing factor: no specific contributing cause identify. Intervention(s): other interventions, specify. Other intervention: decreased rpm's and the function restored. Implant device type: both (in the same or visit). Malfunction device type: rvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.